Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented to (B)(6) hospital seeking medical attention due to blood glucose exceeding 400 mg/dl. She reported feeling unwell and experienced vomiting. She was diagnosed with ketones in her urine, and treatment was provided by two different healthcare professionals. Prior to hospital admission, the patient had activated a new pod, which was subsequently removed upon arrival at the hospital. Treatment included insulin and glucose infusion. The patient was discharged after two days. The pod was discarded.